Manufacturer narrative:
The investigation for the reported flow saturation has been completed. The product was returned and no biomaterial or other abnormalities were found. The pump was primed with no issues and run in a bucket of water. The pump was run at p-levels 4 and 5 to recreate field performance and ran within specification. The pump was then run at p-9 and was again within specification. No functional issues were found with the product. The data logs from the field were analyzed and show multiple motor current spikes suggesting something was impacting the impeller and creating additional resistance. A large motor current spike and speed deviation without a p-level change occurs right before the period of flow saturation. This is characteristic of biomaterial ingestion. The root cause of the flow saturation was most likely biomaterial as the log evidence points to interaction with impeller and sustained additional resistance.this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was pump saturation after a few minutes on support. Troubleshooting was performed but the the device had to be removed and replaced. There was no patient harm reported.